Manufacturer narrative:
(B)(4). Batch #: u94v0e. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure the inner core of the handle broken. Changed to another device to complete the surgery. There was no patient consequence reported.